Event description:
Bk meditech sounder instrument broke in patient during placement of patient screws. Surgeon attempted to retrieve the broken piece of the instrument in the bone and determined it to be safer to leave the piece in place. Bk meditech vendor representative aware. The bk meditech sounder instrument removed from use. One patient affected.

Manufacturer narrative:
Uf/importer # : (B)(4).